Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration appears to be related to challenging patient anatomy (thin leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. After deployment, it was visualized that the clip moved on the anterior leaflet but remained attached. An additional mitraclip was selected and implanted successfully to further reduce the mr and stabilize the migrated clip. The procedure was discontinued, the final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.